Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with high blood glucose of 400 mg/dl and dehydration and he found blood when removing the infusion set. Customer stated he had been experiencing high blood glucose in the mornings. Blood glucose the day of the call was 180 mg/dl. During troubleshooting, the customer declined to check for site, insulin or set issues, check the settings or perform the high pressure test. Customer stated he adjusted the morning basal settings.